Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. An ntw clip (41003r1039) was inserted in the mitral valve. It was noted that while turning the clip, it had a lot of movement and when the physician released their hands off the handle, it turned back. Therefore, the clip delivery system (cds) was removed and replaced. An ntw clip (41003r1023) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The clip was then deployed. Mr remained at a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove associated with clip caught on chordae. The reported patient effect of tissue injury was due to the clip caught on chordae. The reported unchanged mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/intervention was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.